Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced the low blood glucose level. The customer's blood glucose level was 47 mg/dl. The customer declined the troubleshooting. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Device received with broken battery tube threads, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip, cracked case display window corner, stained end cap sticker, stained address number label, cracked belt clip slot, cracked case reservoir tube window corner and cracked reservoir tube window.